Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that an unspecified number of insyte autog bc grn 18ga x 1.16in had catheters with holes, kinks, and other damage during use. The following was reported by the initial reporter: "it was reported that the they have had dull needles, catheter with holes, catheter split causing blood and fluid to leak and catheter bunching up threading the catheter. Event description per attached email states: thank you for reaching out. I am not sure if training would help our concerns with the catheters. We have many issues since the beginning. This is the feedback from my nurses in periop at the main operating room. They feel like the needle is dull. They know to make sure the catheter is locked and still feel like that it doesn't pierce the skin or vein like the others before. Many of our experienced nurses are having more than one stick on patients that wouldn't usually be a patient of multiple sticks. Some nurses have to float the catheters. Location challenge when the IV is started on the distal hand due to the larger overall length . They are unable to get the right angle on several areas of the arm. Yesterday we had the hub of the catheter that actually split open and was leaking blood and fluids. We have had several inpatient preops that had to have the IV restarted and when the catheter was pulled out there were holes in the catheter. Also, there has been reports that while threading the catheter it bunches up resulting in another stick."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of insyte autog bc grn 18ga x 1.16in had catheters with holes, kinks, and other damage during use. The following was reported by the initial reporter: "it was reported that the they have had dull needles, catheter with holes, catheter split causing blood and fluid to leak and catheter bunching up threading the catheter. Event description per attached email states: thank you for reaching out. I am not sure if training would help our concerns with the catheters. We have many issues since the beginning. This is the feedback from my nurses in periop at the main or. They feel like the needle is dull. They know to make sure the catheter is locked and still feel like that it doesn't pierce the skin or vein like the others before. Many of our experienced nurses are having more than one stick on patients that wouldn't usually be a patient of multiple sticks. Some nurses have to float the catheters. Location challenge when the IV is started on the distal hand due to the larger overall length . They are unable to get the right angle on several areas of the arm. Yesterday we had the hub of the catheter that actually split open and was leaking blood and fluids. We have had several inpatient preops that had to have the IV restarted and when the catheter was pulled out there were holes in the catheter. Also, there has been reports that while threading the catheter it bunches up resulting in another stick."